Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2009 and performed to specification up to dec 2010. The info obtained from this device showed evidence that the device had been stored outside the recommended storage conditions (0 degrees celsius to 50 degrees celsius / 32f to 122 f). There was also evidence to show that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring. Although in the event there was no fault measured on the membrane, it is possible that exposure of the device to temps below the recommended storage conditions damaged the membrane, which caused the device to switch itself on. Pad-pak from lot a1190 was found not to be fully depleted. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.